Manufacturer narrative:
The handle adapter was reassembled and repaired by a trumpf medical technician.

Event description:
At the start a procedure an or tech attempted to apply a sterile handle to the surgical light adapter handle. The silver button and spring which locks the sterile handle on the adapter handle became loose and fell into the sterile field. This occurred prior to the incision being made. The patient was re-prepped and re-draped causing an approximate 10 minute delay to the procedure.